Manufacturer narrative:
(B)(4). The lots that were used are part# 54740004525, lot h12e2902, expiration date 05/31/2020; lot h12e2054, expiration date 06/06/2020; lot h12e0930, expiration date 06/06/2020; lot h12e0141, expiration date 05/12/2020; lot h12c3269, expiration date 04/11/2020. These parts are not approved for use in the united states; however a like device catalog # 54840004525, 510k # k091974 was cleared in the united states. The manufacture date for lot h12e2902 is 05/31/2012; the manufacture date for lot h12e2054 is 06/06/2012; the manufacture date for lot h12e0930 is 06/06/2012; the manufacture date for lot h12e0141 is 05/12/2012; the manufacture date for lot h12c3269 is 04/11/2012. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l5 to treat degenerative spondylolisthesis. It was reported that the patient underwent a revision surgery 4 days post-op due to paralysis caused by a hematoma. No additional patient info is available at this time.